Manufacturer narrative:
H3) evaluation summary: medtronic led an evaluation of the reported surgeon console in the field and the associated device logs. Review of the field service notes indicated that the logs were analyzed and many instances of activation and deactivation of the surgeon head tracking were identified every thirty to sixty seconds. The same behavior was detected for the left and right control device had detect sensors. Further evaluation of the logs indicated that the system triggered an error code for 'hand controller sensor mismatch' from the right control device infrared (ir) sensors detecting engagement when no motion or paddle engagement was detected. The error code is a recoverable inoperable error for the surgeon console which prevents the control of the instruments and reports an error message stating, "caution: hand controller error. Center and straighten in workspace, and remove hands. If error persists, discontinue surgeon console use.". Evaluation of the surgeon console confirmed the reported condition. The investigation identified the most likely root cause as traced to a component failure. Replication of the observed error can occur if the ir sensor is dirty. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic laparoscopic ventral hernia repair procedure, the surgeon reported that the bipolar fenestrated grasper (bfg) wasn't able to be properly used in teleoperation all the time. From time to time the surgeon was experiencing a delay of 1-2 seconds in the control, even if the bfg was shown in light blue (active) and unlocked. The bfg was controlled with the left hand by the surgeon, so by the left input device. The system didn't trigger any error when the surgeon was experiencing the issue. The start up specialist (sus) added that the surgeon was able to control the instrument on the right hand, so it is unlikely that the camera couldn't detect the surgeon¿s head. The sus also reported that the hand sensor on the input arm was cleaned and after that the issue did not reoccur. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic laparoscopic ventral hernia repair procedure, the surgeon reported that the bipolar fenestrated grasper (bfg) wasn't able to be properly used in teleoperation all the time. From time to time the surgeon was experiencing a delay of 1-2 seconds in the control, even if the bfg was shown in light blue (active) and unlocked. The bfg was controlled with the left hand by the surgeon, so by the left input device. The system didn't trigger any error when the surgeon was experiencing the issue. The start up specialist (sus) added that the surgeon was able to control the instrument on the right hand, so it is unlikely that the camera couldn't detect the surgeon¿s head. The sus also reported that the hand sensor on the input arm was cleaned and after that the issue did not reoccur. There was no patient injury.